Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
During implant for pacemaker (model l111) when the sheath was cut, the white rubber seal doesn't slip in half, and it remains on the lead. Instead of peeling in half, it comes out of the sheath. Dr. Just cut it and went on with the procedure. Procedure was completed successfully. No patient impact reported. Hospital/representative stated device would be sent back but has not yet been received, current status unknown.

Event description:
(B)(6) 2024 as of today, the product has not been received at bsc. The current location is unknown without a tracking number, which none was provided to us.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, b5, d3, g1, g3, g6, h2, h6 & h11. No product was provided for analysis. Procedure completed successfully with same device. There was no adverse event with the patient reported. The device history records were reviewed to confirm that the device passed all applicable in-process and final inspections. No product was returned to oscor inc. For evaluation; however, a complaint notification was provided. Without the return of the actual device in question for evaluation, oscor inc. Is unable to determine the exact cause for this incident. At this time, it is not possible to assign a definitive root cause for the event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Previously a CAPA was opened to address this issue. No further corrective actions required. Device was not returned for analysis and review of the manufacturing documents did not reveal any discrepancies that would have contributed to this event. This complaint is non-verifiable. Oscor inc. Will continue to monitor this event type and risk. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.